Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having an issue with their blood glucose dropping low. The customer had a low blood glucose of 27 mg/dl and had a seizure. The paramedics was dispatched. The customer had been shaking. They were treated with food and glucose tablets. They were wearing the insulin pump at the time of the incident. The customer stated that after they change the infusion set their blood glucose would go low. Troubleshooting was performed on the insulin pump. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump¿s programming was accurate. Their infusion sets were not under the recall. They were advised to monitor their insulin pump and blood glucose. The insulin pump will not be returned for analysis. The infusion set will be returned for analysis.